Event description:
Pt outcome is reported to be "ok".

Event description:
The hcp reported that 5 motor stalls occurred within six days in 2005. During this time period, 2 other messages indicating "stopped pump period may exceed tube set" occurred twice. An alarm was heard by the pt. The pt has indicated that he underwent head scan recently. The pt has been experiencing increased pain and will be given oral medications until further troubleshooting is performed. The pt was being given morphine 20 mg/dl at a rate of 3 mg/day. A follow-up report will be sent if addtional information becomes available to us.